Event description:
It was reported that during implant attempt, there was a header or setscrew issue and high hvb impedance greater than 200 ohms. The device was not used and was replaced. No patient complications have been reported as a result of this event. The patient further reported that there was a short circuit and crossed leads. Follow-up with the physician's office determined that the rv (right ventricular) lead was replaced prophylactically, and that while the pocket was open the atrial lead was noted to have an insulation break. The physician's office did not know what was meant by short circuit or crossed leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. However, the set screw was loose/detached.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found. However, the set screw was loose/detached.

Event description:
It was reported that during implant attempt, there was a header or setscrew issue and high hvb impedance greater than 200 ohms. The device was not used and was replaced. No patient complications have been reported as a result of this event.